Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they tried to change their infusion sets, and have received no delivery alarms when trying to prime. The customer's blood glucose level at the time was 158mg/dl. The customer was advised to call back when issues arise in order to troubleshoot. The customer was advised the sets would be replaced.